Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm during therapy on the homechoice machine (hc). The technical service representative(tsr) explained the alarm to the home patient(hp). There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported high drain alarm was confirmed through event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported difficulty of a high drain alarm. The cause was use error, tidal total uf removal set too low. The nurse was advised of the cause of the iipv event. The cause was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation." Section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf."

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.